Manufacturer narrative:
Product analysis: the product was discarded by the facility; therefore, no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of a transcatheter bioprosthetic valve, into a 23 mm non-medtronic valve, at 80% deployment blood pressure decreased and did not return. The valve was recaptured and cardiopulmonary resuscitation (CPR) was performed. The patient was placed on femoral-femoral bypass. The valve was immediately re-crossed and successfully implanted. No additional adverse patient effects were reported.